Manufacturer narrative:
The pump was received with a blank display due to a power connector in the battery tube not being plugged in properly into the connector on the interface board. Unable to verify the unexpected restart error alarm or time/clock anomaly due to the blank display. After plugging in the power connector, all the buttons functioned properly and no moisture damage on the keypad traces was noted. The keypad connector was fully locked. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 210 mg/dl at the time of incident. The customer stated that they noticed that the screen was completely blank. The customer also stated that the insulin pump was making a high pitch sound and the buttons did not work. The customer stated that the insulin pump started working but did shut off after replacing the battery. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm did not occur after inserting a new battery. The insulin pump will be returned for analysis.